Event description:
It was reported that the customer had low blood glucose levels in the range of 47 mg/dl. The customer was hospitalized. The customer reported having a seizure prior to hospitalization. The customer reported that there was a possibility that the meter and insulin pump were not communicating properly. The customer reported using the bd link meter. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.